Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device had a broken pressure disc. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor board assy. Replaced pressure sensor harness, front cover, rear case, barrel clamp & left/right iui connector. Performed calibration. A review of the device history record showed the device had a manufacture date of 08jul2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked syr 8110 pressure sensor assy board. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1604765 for rear case damage. Ca-2018-0161 for iui damages.

Event description:
It was reported by the customer that the device had a broken pressure disc. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had a broken pressure disc. There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08jul2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.